Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator was not working. It is unknown if the event occurred during a procedure or if there was patient involvement. Patient impact information is unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer however, the subject regulator was returned for review. Per the manufacturer, the regulator sample was returned disassembled in several pieces. It had been disassembled by the customer beyond the component's assembly. The company sent the regulator unit to the regulator's component manufacturer for review of the unit components. Their examination of the disassembled parts did not reveal any nonconformity. When reassembled together, the regulator worked and the customer¿s complaint could not be confirmed. A review of the manufacturing records did not reveal any related nonconformity during the manufacture of this product. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Trend data will continue to be monitored for any evidence of adverse trending with further action taken, as appropriate. A review of complaints within the past 12 months from the month of the reported complaint showed zero previous similar incidents for product delivery while using a regulator where the root cause of the reported event could not be confirmed. (B)(4).